Manufacturer narrative:
Despite multiple attempts, no additional information is available at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during routine replacement of another manufacturer's implantable cardioverter defibrillator (ICD), the pace/sense portion of this right ventricular (rv) defibrillation lead was noted to be stuck in the header. When attempting to remove the lead with force from the device header, the lead was noted to have fallen apart. Available information indicates that this lead remains implanted and in service and that an additional procedure will be planned for an unknown date in the future to explant and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was confirmed to have been returned severed in two pieces, missing the is-1 terminal pin. No further testing was performed due to the condition of the lead upon return. Laboratory analysis confirmed the is-1 terminal pin had separated from the lead.

Event description:
Additional information was received that the lead was explanted and returned severed in two pieces. No additional adverse patient effects were reported.